Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was being charge too often. The patient reported that about a month ago she started noticing the ins battery is only lasting one day, they charge every day. There has been no recent reprogramming or change in the settings, but the patient reported that they use the ins 24/7. No patient complications have been reported because of this event.